Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8578 (lot: hg1822m02); product type: 0184-catheter; implant date (B)(6) 2016; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2,000mcg/ml at 299mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increased spasticity/spasms and there was a concern of the catheter as it was not aspirating. It was unknown if external factors were involved. A revision occurred and the physician cut a portion of the catheter. The catheter did start dripping. A new pump segment was added and connected back to the existing pump. The issue was resolved.